Event description:
At the repair bench it was found that there was no audio from the speaker. The device was not in use on a patient; the issue was identified by the bench technician during servicing.